Event description:
Pt underwent colonoscopy and was noted to have significant abdominal distention after procedure. We believe when the processor was on, air and co2 were used to insufflate the colon (instead of just the co2). At first was suspected a leaky valve on the scope. A second event occurred 33 days later, in checking the processor prior to use it was discovered that when the machine was turned on, the dial went right to high air when it should have been off for air.